Manufacturer narrative:
The initial reported event of lead fracture and explant was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. Concomitant medical devices: d274trk ICD, implanted on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
A lawsuit alleged that the lead was fractured and explanted. No patient complications were reported as a result of this event. It was further reported from a family member that the patient had a "cracked" lead that had malfunctioned.